Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump history was inaccurate. Reportedly, the customer's total daily dose history over several days did not display the accurate amount of basal that had been delivered. Review of the pump data logs by tandem technical support showed that there were several days that the pump data displayed the customer had received 0 units of basal insulin. Subsequently, the pump data and time had been changed on multiple occasions. Tandem technical support educated the customer that date changes on the pump can skew the pump data, and the customer acknowledged the information provided. The customer's blood glucose level was 166 mg/dl.